Manufacturer narrative:
Additional information was received from the patient. Patient reports she is no longer experiencing any issues with her eye and she sees fine. She confirmed the issues she reported were a result of the lens implant/explant and because that lens was defective and was put in her eye. It caused her to write to us and tell us we made a defective lens. She is now fine, does not have blurry vision or any other issues seeing. Device evaluation: the product was discarded; therefore, an investigation of the lens was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The lens was manufactured and released to specification. A review of complaints noted one other complaint for this production order; however, it was not related to this event. Based on the results of the investigation; a product quality deficiency could not be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted; give date: not applicable; lens removed/replaced within the initial procedure. If explanted; give date: not applicable; lens removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that the lens implant was a horrible experience for her as during implant of the intraocular lens, (iol) she experienced consequences. Reportedly, the lens had a damaged haptic and was removed/replaced in the initial procedure with the same size and model lens. The patient indicated that during the lens implant, the doctor stated "I cannot leave this in her eye". Reportedly, it was bent. Patient stated the removal of the lens and replacement with a new lens was not easy for the doctor. Patient states she had to go back several times to have her eye checked. She also stated she developed a film over her eye which was removed by laser. Reportedly, the experience was awful. The lens was implanted in her left eye. Patient states it affected her emotionally, and physically for a long time and she could not drive. She also stated it was awful for the doctor as well. Due to this experience, the patient will not have her companion, right eye done. Further information was provided by the surgery center. The type of cartridge used with the lens is unknown; and sometimes the center does not use the recommended jjsv cartridges as it's a doctor's choice. No further information was provided.